Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two solution administration sets were kinked and blocked the flow. This issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Only one (1) actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional gravity and leak test were performed and no issues were observed. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The remaining sample was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.